Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any recurring issues.